Event description:
It was reported that minimum fill notifications occurred after the user filled the cartridge with insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received. There was no reported adverse impact to the customer¿s blood glucose level.